Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in jan2011. The returned device was evaluated by the product analysis laboratory (pal). A device history record review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was evaluated for a whole system functional and calibration checks. The device passed all check and calibration tests successfully per baxter specifications. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Date of patient death was not reported. The evaluation is not completed. Should additional relevant information become available, a supplemental report will be submitted.